Manufacturer narrative:
Evaluation: the lens was returned in a qualified cartridge. The cartridge was loose inside the lens carton along with the lens case lid. Viscoelastic was observed inside the cartridge. The lens is located on the loading ramp area. This lens position is loaded incorrectly. The optic is tilted upward. The leading haptic is in front of the optic. The trailing haptic is folded onto the optic. The distal area of the haptic is misfolded, looped similar in appearance to the haptic wrapped around the plunger tip during a delivery attempt. The outer edge of the trailing haptic was scraped. There is no evidence of being placed into a handpiece. There is no damage observed to the cartridge. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The complaint initial report is for "lens got stuck with patient contact"; however the lens is positioned incorrectly at the loading ramp of the cartridge upon return. The root cause cannot be determined for the complaint. It cannot be confirmed if the lens was advanced out of the cartridge and replaced into the loading area for return, or if the lens position was due to being advanced and retracted in the cartridge. There is no evidence of handpiece use. This would suggest that the cartridge was not seated into a handpiece prior to a lens delivery attempt. The trailing haptic was observed to be misfolded and looped, similar to position of become folded across the front of the plunger during lens advancement. There are no other complaints in this lot. The manufacturer internal reference number is: 2020-33688

Event description:
A facility representative reported that during a cataract removal procedure, the "lens got stuck in cartridge". The lens was replaced during the same procedure with no reported harm to the patient. Additional information was requested and returned.